Manufacturer narrative:
(B)(4). Results (other) - cracked blade. The analysis results found that the device was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure".

Event description:
It was reported that during the laparoscopic sigma procedure, the device gave a permanent tone. There was no patient consequence. Unknown how the case was completed.